Manufacturer narrative:
An event of a separation problem and migration was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The provided procedural imaging was reviewed by an abbott clinical engineer. All information was investigated and based on the information provided by the account and without the device to analyze, a cause for the reported separation problem and migration could not be conclusively determined. The reported hospitalization and unexpected medical intervention were the result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: the patient's aortic valve angle was 46 degrees. The sizing of the annular dimensions of the native valve was as follows: minimum diameter 20.5 mm, maximum diameter 28.1 mm, average diameter 24.3 mm, area 447,7 mm2, perimeter 76.6 mm, area-derived diameter 23.9 mm, perimeter-derived diameter 24.4 mm. In the physician¿s opinion, there was sufficient symmetrical calcification of all three leaflets (3mensio quantification 711 mm3) to allow anchoring of the device. It was noted that the implanter ensured that during prep for final deployment, that the delivery system (ds) was in neutral position/to slight forward pressure and the guidewire was pulled to a midventricular position to deflect nosecone. During final deployment, while nearing complete release, the patient suddenly moved on the table. It was noted that possibly one tab was still attached to the delivery system. Immediately after, the tab was seen to be clearly released from the delivery system. All three tabs were confirmed to be released. However, the valve appeared to have taken a higher position. The valve had migrated toward the aorta. In the physician¿s opinion, the valve migrated due to a relatively high implant (3 mm depth at the ncc, and 2 mm at the lcc at 80% check), possibly in combination with pull on the delivery system by sudden and brisk patient movement near release with one tab seemingly still attached.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) , 2025 a 27mm navitor valve was chosen for impantation, utilizing a large flexnav delivery system. One re-sheath was required, and a very slow pop-up of the navitor valve occurred. The valve was then snared out without issues. A sapien transcatheter heart valve was then implanted. No additional information was provided.